Event description:
It was reported the pt no longer had stimulation in her abdomen and groin area as needed. The pt reported the stimulation had moved to her feet. Reprogramming was able to regain some coverage. F/u identified the physician had x-rays performed which did not show any lead movement. Further f/u identified the pt's system had been explanted and replaced with a competitor's system. The date of the procedure was unk.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.